Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an urgent esophageal varices ligation procedure performed on (B)(6) 2017. According to the complainant, 8-10 days post procedure, after initial success, the patient suffered excessive bleeding via post-ligation ulcerations requiring the implant of a blakemore probe. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.